Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right tha was revised due to periprosthetic fracture. Stem, liner and head were exchanged.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a abgii no3 cementless right v40 was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because further information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient's right tha was revised due to periprosthetic fracture. Stem, liner and head were exchanged.